Event description:
Additional meaningful data received indicating that the ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg lost communication with external devices. Troubleshooting was attempted to no avail. Next course of action is undetermined at this time.

Manufacturer narrative:
Method and results code were inadvertently omitted from the initial report.